Manufacturer narrative:
There were two open lenses returned for inspection for lot a0419662. Sample one was found to be torn and sample two was found to have a surface imperfection. An update to the manufacturing review was performed. A possible root cause of a surface imperfection would be a dirty or damaged mold. There was nothing noted in the documentation for the lot to suggest that there were mold issues during this production run. Causes for tearing are known to be related to three sources ¿ design induced, manufacturing induced, and user induced. All manufacturing processes and procedures were performed as required during the production run of the complaint lot. A trend related investigation was also performed; no trend could be identified. Based on this investigation, the lot met release specifications therefore a specific root cause associated with the manufacturing process was not identified.

Manufacturer narrative:
No product was received for evaluation therefore an investigation into the lot was performed. All manufacturing processes and procedures were performed as required during the production run of the complaint lot. A specific root cause associated with the manufacturing process was not identified. (B)(4).

Event description:
It is reported by an optical shop's optician that a female patient had a contact lens tear in the eye which resulted in a sore eye and a corneal ulcer. The optician noted that the ulcer was resolving at the time that the patient presented to the shop however they advised the patient that antibiotic prophylactic eyedrops would help. The patient called her doctor who wrote a prescription for the eyedrops but did not examine the patient. It is reported that the event has fully resolved and contact lens wear continues without further problems.